Event description:
During an atherectomy procedure, the wire became wrapped around the silverhawk catheter. The physician was unable to remove the silverhawk through the sheath. A femoral cutdown was performed to extract the guidewire and the silverhawk.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded at hospital.